Event description:
Event description guidant received information that when it was attempted to program this device for the first time after implant, it was not possible to achieve telemetry. Three days later, it was attempted again and failed again, even though three different programmers were tried. However, using one of the same programmers, another unused device, was successfully telemetered. Guidant received additional information that the implanted device was explanted and replaced four days later. Both the implanted device and the unused device are part of the c2 capacitor advisory population. The unused device will be returned for analysis. The hospital currently has the explanted device and has not determined whether they will return it for analysis.